Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax (device 1 and 2). Per op notes, ¿the hernia sac was identified on right groin and dissected away from the cord structures. The hernia was completely reduced. A 3dmax (device 1) was placed and tacked. The hernia sac was noted on left groin and reduced. A 3dmax (device 2) was placed and tacked.¿ attorney alleges patient had nerve damage, hernia recurrence, obstruction, seroma, adhesions and pain.

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2016) is considered to be a best estimate. Note, the event date (18-nov-2025) is considered to be a best estimate based on the date of awareness. This MDR represents the 3dmax mesh (device 2). An additional supplemental emdr was submitted to represent the 3dmax mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.